Manufacturer narrative:
Corrected data: previous (B)(4) are incorrect. There is no break or torn material associated with a material integrity issue. Correct device code is (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn/broken. Claim #(B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens, -18.5 diopter, in the patient's right eye (od) and the lens tore/broke during injection/delivery into the eye. There was no reported patient injury.

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens, -18.5 diopter, in the patient's right eye (od) and the lens tore/broke. There was no reported patient injury.